Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the sample confirmed the reported condition. The reservoir was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. However, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor had ruptured. The rupture occurred during filling with 25ml of physiological solution. The solution leaked to the inside of the infusor chamber. There was no patient involvement. Additional information was requested and is not available.